Event description:
It was reported that the patient was revised due to chronic pain and swelling. The surgeon ruled out infection but elected to exchange the articular surface and upsize it from a 10mm to a 12mm. The surgeon also washed out the knee and inspected the integrity of the metal components. No loosening was observed.

Manufacturer narrative:
This report will be amended when our investigation is complete.